Event description:
The patient reported blood glucose results of "3.8mmol/l, and 25.1 mmol/l " with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.